Event description:
It was reported that a spectrum pump keeps alarming for air bubble detection. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, air in line alarms were not reproduced. A review of the event history log revealed air in line messages that occurred 3 months prior to the last days of customer use. Instead, constant "reload set!" Messages were identified on the last days of use which indicates the customer may have been referring to a reload set issue. A reload set can occur when the user improperly loads the set and can occur with tube not properly loaded in air detector messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The ultrasonic sensor was found out of calibration and requires replacement to address this issue. A reload set would not lead to death or serious injury if it were to recur since this alarm occurs upon pump-tubing set-up (tubing loading) and would result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.